Manufacturer narrative:
This is the final report. During a troubleshooting with adc customer service it was identified the customer was using expired test strips. This case does not involve a product malfunction. No product investigation is required.

Event description:
A customer reported getting an err-6 message on their precision xtra meter and as a result, the customer experienced slurred speech, disorientation and loss of consciousness. The paramedics were called and treated customer with insulin on the scene and did not further transport him to a hospital. There was no report of death or permanent impairment associated with this medical event.